Event description:
In preparation for cardiopulmonary bypass surgery, surgeon placed the arterial cannula tip rotated toward the heart. When cross clamp was applied, the tip was damaged, and consequently damaged the aorta. The damage was repaired and the pt recovered without permanent injury. User unfamiliarity with device caused the misplacement. There was no product defect or malfunction.